Event description:
It was reported to medtronic neurosurgery that the pt was implanted with a strata ii valve on (B)(6) 2012, and that the pressure was gradually adjusted to the lowest setting. According to the report, prior to the valve being explanted on (B)(6) 2013, the physician examined the device and found that the pt's cerebral spinal fluid was no longer flowing through the device. The report states that the pt did not suffer injury as a result of the event.

Manufacturer narrative:
The returned valve was patent and met the specifications for preimplantation testing. However, the valve did not meet the requirements for leak, siphon, reflux, and pressure-flow testing due to both the abundance of debris within the valve and a small tear at the top anterior portion of the reservoir. It is unk how or when this damage occurred. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. The instructions for use (IFU) that accompany the device also caution that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. Also, the IFU also cautions that care should be taken in handling the valves as the silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.